Event description:
It was reported that the patient had a sling procedure prior to his (B)(6) 2018 artificial urinary sphincter (aus) device implant procedure. A new aus device consisting of a 5.0cm cuff, 61cm prb and control pump were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.